Manufacturer narrative:
No button error alarm noted. Pump had no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 70 mg/dl at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.